Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a catheter twist occurred. The procedure was completed using another catheter of the same device. There were no patient injuries, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a catheter twist occurred. The procedure was completed using another catheter of the same device. There were no patient injuries, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the imaging window and drive cable were twisted, and the sheath was kinked.